Manufacturer narrative:
The mcs tip cover accessory was discarded by the site and will not be returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that during the da vinci-assisted surgical procedure, the mcs tip cover accessory allegedly fell off inside the patient. The surgical staff was able to retrieve the mcs tip cover accessory during the same surgical procedure. However, at this time, the root cause of the customer reported failure mode is unknown. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument allegedly fell off inside the patient. The initial reporter indicated that the surgical procedure was ¿challenging¿ with numerous instrument exchanges between the mcs instrument and an unspecified clip applier instrument. The surgical staff claimed that they were fairly confident that the mcs tip cover accessory fell off towards the end of the surgical procedure. The surgical staff claimed that they had applied electrolube, an anti-stick solution, to the jaws of the mcs instrument only after the mcs tip cover accessory was installed. According to the initial reporter, the surgeon believes that the wrist of the mcs instrument was straight when the mcs tip cover accessory alleged fell off. During the same procedure, the surgical staff was able to retrieve the mcs tip cover accessory which was found in the ¿renal bed¿ under the port site where the mcs instrument was installed. The mcs tip cover accessory was reportedly discarded. On 02/26/2018, intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon regarding the reported event: the mcs instrument did not collide with any other instrument during the surgical procedure. The surgical staff utilized the installation tool to install the mcs tip cover accessory onto the mcs instrument. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No resistance was felt upon removal of the mcs instrument through the cannula. After the event occurred, the site inspected the mcs instrument, mcs tip cover accessory, and cannula. No damage was found with the inspection of the instrument or instrument accessories. No post-operative complications were reported. The patient was discharged as expected.